Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they reported that the controller dropped on floor about 2 months ago and all in the sudden last week, doing all kinds of crazy things except charging. Patient stated today and last night charge without a problem. Patient reported yesterday they were on the phone for quit awhile with representative (rep) and getting low/high number and tried everything including tech mode and won't go to the appropriate screens and the words were messed up, like when tv goes out, like everything is scramble on the screen. Patient services (ps) asked patient to reset the controller and check for damage inside the controller and battery pack and patient said there is no damage on controller or battery pack. Controller showed ins 70% and controller 70% charged. Ps reviewed controller seem to be functioning as designed. Patient services (ps) asked patient if the recharger (rtm) gets hot when recharging the implant and patient said yes rtm gets very hot for the last 6 months. Ps asked patient to check for damage on the rtm where the paddle and cord are connected and patient said there is a slice on the rtm on that area. Patient stated the rtm was replace before because wires were coming out on the same area. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Ps reviewed if the issue continue to call ps back.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation was torn at the donut end. There was a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.